Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading at time of the call was 1313mg/dl. Troubleshooting was performed and the customer's father stated the customer was accidentally disconnected from the insulin pump which may have caused the high blood glucose. Also, it was found that the time in the device was about twelve hours off. Assisted in correcting the time and date. The alarm history revealed several alarms and the bolus history revealed a series of boluses delivered each hour. The self test and displacement test was performed and passed.